Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported difficult or delayed positioning (leaflet grasping) appears to have been a result of procedural conditions. A cause for the reported difficult to remove from anatomy could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is being filed to report the difficulty retracting the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue however imaging was difficult post clip implantation. A second clip delivery system (cds) was advanced and placed lateral to the first clip however grasping was unsuccessful. The clip was inverted and an attempt was made to retract the clip from the ventricle however resistance was met and the cds could not be retracted. Troubleshooting was performed and the clip was able to be retracted to the left atrium (la). The clip was readvanced and grasping was successful therefore the clip was deployed. A third cds was advanced but became caught in the chords however was able to be freed without damage. The leaflets were grasped however no reduction in mr was able to be achieved therefore the clip was not implanted and the cds removed. The procedure was completed with the mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.